Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight but was not received.

Event description:
It was reported that the patient had an ipg replacement due to pain and migration of the ipg out of the pocket. Surgical intervention addressed the issue.